Manufacturer narrative:
Updated e-1 t0 reflect the email address - (B)(6). Internal complaint number: tw # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. After activating the energy to ligate a vessel, the energy was stuck in the on position and wouldn't turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. After activating the energy to ligate a vessel, the energy was stuck in the on position and wouldn't turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.